Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up the system, the breakout box (bob) was saying localizer faulted and no leds were present on the instrument box. It was noted that there was no physical damage to the cable or to the port. Troubleshooting included rebooting the system and reseating the bob. The issue resolved, the instruments were now tracking. Site would like this system checked out. The probable cause was the em instrument interface. There was no patient involvement. Additional troubleshooting information was received. It was reported that the localizer faulted was intermittent. The bob and emitter are about a year old. When the manufacturer representative (rep) changed to his own emitter localizer faulted flashed momentarily. Rep's instruments that were yellow say faulted. Print camera diagnostics when the instruments were yellow said that the instruments were faulted (tool faults rom 0 and 5/ tools were in port 1 and 6) and nothing else was plugged in, it was discovered that two of his instruments were bad/faulted, by plugging in some other instruments that the rep had. The other instruments were green and they were able to use the instruments. When rep plugs in the patient tracker, it says fau lted (has a bad tracker). The instruments say faulted under tracking details. During troubleshooting with the rep, rep did not see that the emitter was bad and localizer faulted did not display. Site always uses a new patient tracker for their customers and their instruments work after rebooting the system or reseating the bob or emitter. This means that the instruments have been working. Additional troubleshooting information was received. It was reported that the rep was on site, and when they moved the cable on the emitter bob, he can replicate the localizer fault. (This was after the case. No patient present). When folding up the flat emitter cable he was able to replicate an electrical pop on the flat emitter cord. If the rep unplugged the bob and moved the flat emitter cord around, he was not able to replicate the popping sound. When the rep plugs in his bob he was not able to replicate the popping sound or localizer faulted. When moving the cord around, the bob was green on the screen and the emitter would flicker faulted. The popping sound sounds like it was coming from the cable as well.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, product ID: 9735780, product ID: 9735777, product ID: 9733752r, product ID: 9735825r, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: the following components were returned to the manufacturer for evaluation. They were all found with no failures. 9735824 controllers (lot number: 603000984), the controller was fully functional. No fault found. 9735780 cable, both cables in the returned kit had no physical damage and passed continuity tests with no opens or shorts detected. No problems were found. 9733752r emitter (lot number: 603008213), the reported complaint couldn't be duplicated. Flat emitter was tested and it connected and tracked on all tools without issues or faults. Emitter was fully functional. 9735825r em interface (lot number: 1600780520), the returned em interface was tested for an overnight burn-in test. The emitter passed all testing and was fully functional. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section d9 for when the device became available for evaluation. H2-3) the kit was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Both cables in the returned kit had no failures found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the flat emitter, breakout box, and connector box were all replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.